Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 06/14/2013. The strip lot # d151019-1 was manufactured on oct. 2015 and expired in oct. 2017. Ok biotech received no complaints from same manufacturing batch of strips . According to importer's report, patient used expired strips to test blood which might caused or contributed to error readings.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 around 1:00 pm after the end user alleged she received various blood glucose results from her prodigy diabetes meter. It was also discovered that the end user was using expired test strips. The end user experienced shaking and blurry vision accompanied with a blood glucose reading of 153 mg/dl. The end user was taken to urgent care and upon arrival her blood glucose reading was around 500 mg/dl. The end user stated that no treatment was administered even though her blood glucose was around 500 mg/dl and she was at the facility for 2 hours. She was discharged with her blood glucose still hovering around 500 mg/dl with no follow-up instructions. The end user followed up with her pcp after the medical event and her metformin was adjusted from 500 mg to 1000mg twice a day. No addiitonal details were provided in regards to this medical event.